Manufacturer narrative:
Received one 130316 in opened unoriginal packaging. Lot number could not be confirmed. Performed a visual inspection, there was charring on the circuit board at the weld point that connects the wiring and a burn mark on the side of the pencil. Performed a functional inspection using generator, the device functioned as intended. The manufacturing documents from the device history record could not be reviewed since the lot number of the device is unknown. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame 7,025,280 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0000001. Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: -there is visible evidence of damage to the exterior of the device, such as cuts, punctures, nicks abrasions, unusual lumps or significant discoloration. Warning: -use lowest possible power setting on the associated electrosurgical unit capable of achieving desired effect. Activation time should be as short as possible. Precaution: -refer to the electrosurgical generator operator manual prior to use. Inspection: these devices should be inspected before each use and should not be used if damage is found. Visually examine the devices for obvious physical damage including: - cracked, broken or otherwise distorted plastic parts. - broken or significantly bent connector contacts. - verify that the electrode is fully and securely seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that 130316 device was being used during a t&a (tonsillectomy and adenoidectomy) on (B)(6) 2019 when the user received a "shock" from the device. The reporter stated that the device had been processed 8 times. The reporter stated that there was no injury to the patient or the user. There was no report of medical intervention or hospitalization for either the patient or the user. The procedure was completed successfully. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.